Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The lens was removed and exchanged. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the procedure was completed after implanting a new lens.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Photo review: the returned photo shows iol in the iol case. The iol appears to be positioned incorrectly in the iol case and appears to be damaged/deformed. Additional information: the complainant states the use of a company viscoelastic which is not qualified to be used with the associated company/cartridge/iol model combination. Additional observations were as follows: iol returned pressed down on three (3) posts of the iol case base resulting in the deformation of the iol. Solution is dried on both surfaces of the optic and both haptics. One haptic is fractured-rejectable at the gusset area. The optic is fractured-rejectable. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. The use of nonqualified viscoelastic may result in delivery issues and/or damage. The product was subject to handling and the reported damage was highlighted post implantation. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating there was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).